Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a premature ventricular contraction ablation procedure, a pericardial effusion occurred which was diagnosed with echocardiography. A pericardiocentesis was performed to drain 250 ml of blood to stabilize the patient. Toward the end of the procedure, a slow down of the left atrial contraction was noted. An echocardiogram was performed and diagnosed a pericardial effusion which was treated by performing a pericardiocentesis to drain 250 ml of blood to stabilize the patient. No patient symptoms were observed. The procedure was completed. No further adverse consequences are reported for the patient. There are no reported performance issues with any abbott device.